Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided final lot number 9246157 and the applicable sub-assembly lot numbers. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, the plunger component was observed out of position and a portion of the stopper was wedged between the barrel wall and the plunger rod. This jammed stopper condition was determined to be a rejectable defect per product specifications. It is most likely that this jammed stopper resulted from a defect associated with the assembly process; however, an exact assembly process cause could not be confirmed.

Event description:
It was reported that the syr 10ml ll w/ndl eclipse 22x1-1/2 rb experienced a plunger rod that was incorrectly positioned. The following information was provided by the initial reporter: when end-user open package for use, found the bd eclipse needle angled / tilted / bent - not straight. And the syringes plunger rubber is defected / damaged / improperly fixed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: an additional phone # was provided as (B)(6). PMA/510(k)#: an additional PMA/510(k) applies as k161170. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syr 10ml ll w/ndl eclipse 22x1-1/2 rb experienced a plunger rod that was incorrectly positioned. The following information was provided by the initial reporter: when end-user open package for use, found the bd eclipse needle angled / tilted / bent - not straight. And the syringes plunger rubber is defected / damaged / improperly fixed.